Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2010 due to infection. During the procedure, all components were removed and replaced with cement spacer molds. It was further reported that patient was reimplanted with total hip components on an unknown date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.